Event description:
Redness right knee [erythema]. Right knee effusion [joint effusion]. Right knee swelling [joint swelling]. Arthritis of right knee [arthritis]. Hot feeling right knee [feeling hot] right knee pain [arthralgia]. Case description: spontaneous report was received (B)(6)-2011 from a physician regarding a (B)(6) female pt, initials (B)(6) with a history of gonarthrosis. The pt's medical history was not provided . On (B)(6)-2011, the pt initiated synvisc, 2 ml once a month. On (B)(6)-2011, after the sixth synvisc injection, hot feeling and joint pain developed. On (B)(6)-2011, the pt visited the hospital where 23 ml of yellow opacity joint fluid was aspired. In addition to these symptoms, the physician diagnosed "induced arthritis". On (B)(6)-2011, synvisc was permanently discontinued. The pt's outcome for the event of induced arthritis was recovered without sequelae. The outcome for the event of hot feeling, joint pain, and knee effusion were not provided. Concomitant medications included loxoprofen sodium, tizanidine hydrochloride, azulene sulfonate sodium, and ketoprofen. The reporting physician assessed the relationship between synvisc and the event of induced arthritis as definitely related. Add'l info was received on (B)(6)-2011 from the reporting physician. He stated that he diagnosed the event as "induced arthritis" because it was allergenic arthritis, not due to infection at injecting. The qa (quality assurance) investigation results were received on (B)(6)-2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on (B)(6)-2011 from the reporting physician regarding the pt, initials (B)(6). On (B)(6)-2011, synvisc was injected into the right knee joint. On (B)(6)-2011, the pt told the physician that synvisc was more effective than any other drug. On (B)(6)-2011, the last synvisc injection was in the right knee joint. In the evening soon after coming home, pain, swelling, and a hot feeling developed in the right knee. The physician changed the event onset date to (B)(6)-2011. On (B)(6)-11, the pt visited the ER (emergency room) at the hospital due to redness and swelling in the right knee. The synovial fluid gram-stain and its crystal test were negative. On (B)(6)-2011, the swelling in the right knee alleviated. On (B)(6)-2011, the swelling disappeared. The synovial culture test was bacterium negative. On (B)(6)-2011, the pain continued. On (B)(6)-2011, the physician could not say that the inflammation finding was negative because the pain continued. The reporting physician assessed the event as probably related to synvisc. He considered that the event might be anaphylaxis because it progressed acutely, but on the other hand, he could not rule out that the local injection might be one of causality. The pt's outcome for the event was changed to not yet recovered. The reporting physician assessed the relationship between synvisc and the event of arthritis of right knee as probable. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.